Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2024-10673 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-10673.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): product code: 851.004.01s. Lot number: 155l943. Release to warehouse date: 08.may.2023. Expiration date: na. Supplier: na. Manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, the rapidsorb screw broke while fixing the corresponding screw. The surgery was completed successfully without any delay. No fragments remained in the patient and no additional medical intervention was required. There was no patient consequence. The surgery was completed using additional inventory available. This report involves one 1.5mm rapid resorbable straight plate 4 holes-sterile this is report 1 of 1 for (B)(4).